Event description:
Report of infection received per a device return form but device was not returned for analysis. Follow up request for info was denied - hcp unable to provide any medical information without written release of records by the pt. Pt has been reimplanted with a new pump in 2000.